Event description:
On (B)(6) 2026, the customer contacted leica biosystems and the following was documented "event code 1103, processing quality issue." On (B)(6) 2026, the leica field applications specialist was advised of a "...heart biopsy that was undiagnosable."